Event description:
The customer stated that she was receiving low readings. Upon troubleshooting, it was discovered that the meter was set in mmo1/l. The customer was able to reset the meter to mg/dl with assistance. She did not adjust her medication or allege any adverse events. The meter is to be returned for evaluation, and a replacement meter will be sent.